Manufacturer narrative:
Device evaluation is pending return of device.

Event description:
As per report received from the factory in (B)(4) regarding an event that took place at the (B)(6) hospital in the (B)(6), both jaws of a bowel grasper broke off and had to be retrieved from inside the patient.

Manufacturer narrative:
As per the manufacturer's evaluation: the received device shows: the distal end (mouthpiece with bayonet) has come off completely. The fracture surface shows signs of corrosion, which indicates that the instrument has not been cleaned and dried properly. Part was manufactured in 2016-08. The instrument had been in use for approx. 4 years. Damage like this occurs when repeated excessive force is applied to the instrument on closing. Moreover, corrosion further weakens the material.